Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: revision 21 of (B)(4) does not require a complaint that is type 2 reportable to open a child investigation. This child investigation was opened against a previous revision of (B)(4). Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6005212, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6005212 was manufactured according to the work instruction (wi) version 110 and manufactured in the line 1 on 18/jan/2024, with a total of (B)(4) units. The sub-assembly, gluing tubing lot 4a03871 was manufactured according to the (wi) version 6 and manufactured in the machine itl01, on 17/jan/2024, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced insulin flow block event on (B)(6) 2025.the blockage was in the tubing. The blood glucose level was high and treated with correction bolus via pump.the patient replaced infusion sets and resumed insulin successfully. No further information available.